Manufacturer narrative:
H3: no damage was found with the navien catheter hub. The navien catheter¿s body was found to be in good condition. The navien distal tip was found to be in good condition. The navien catheter total length was measured to be ~122.7cm and the usable length was measured to be ~116.3cm, which is within specification. An in-house 0.051¿ mandrel was inserted into the hub, through the catheter body and out the distal end with no resistance encountered. The navien catheter was flushed and there was no sign of leaking along the catheter body. Based on the device analysis and reported information, the customer¿s ¿catheter crushed¿, catheter resistance during device delivery¿, and "catheter separation/break" could not be confirmed as no damage was observed along the catheter body. Possible causes include the use of incompatible devices, and a lack of continuous flush. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the small crack was at the tip of the catheter located at the hub.

Event description:
Additional information was received reporting that upon examining the tip of the catheter, a crack was found at the tip. The cause of the event was not determined. The resistance was in the middle-distal end of the catheter.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during intracranial aneurysm embolization, the catheter was unpacked. When attempting to advance it into the long sheath, significant resistance was encountered. Upon removal, a rupture was found at the tip of the catheter. The catheter was replaced with a new one, and the procedure was completed. The catheter was also reported to be crushed in the distal section. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for intracranial aneurysm embolization. It was noted the patient's vessel tortuosity was normal. Access vessel was the femoral artery with a 4.8mm diameter.